Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months and 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department (ed) with power elevations on (B)(6) 2018. Once admitted, there were more intermittent power increases as well as reported pump stoppages. The patient's lactate dehydrogenase (ldh) had increased to greater than 700 u/l. The patient was placed on an ungrounded cable and it was felt that the patient would require an urgent pump exchange. This pump exchange was performed on (B)(6) 2018. The manufacturer¿s technical service representative reviewed the submitted log file and observed steady red heart alarms with intermittent pump stoppages. Additional information was requested, but has not been provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Examination of the device revealed the presence of deposition consistent with a low flow condition, which would have contributed to the elevated ldh. This would have also caused increased drag on the spinning rotor, resulting in the reported power elevations, device hot to the touch and intermittent pump stoppages. Upon disassembly of the returned device, loosely coagulated blood was found extending through the outlet elbow and distal-side of the outlet stator. Depositions of soft, grainy denatured blood as well as hard denatured blood were found throughout the body of the pump, occluding the blood flow path through the inlet stator, outlet stator, and around the rotor. The hard depositions on the body of the rotor and in the outlet stator were strongly adhered to the blood-contacting surfaces. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: during the pump exchange procedure, the surgeon stated that the body of the pump was extremely hot. At the time, the pump power reading was 16 watts. Once the pump was turned off, the surgeon was able to proceed with explanting the device.